Event description:
Reporter indicated that the site's hp handheld computer screen was freezing with "interrogation successful" displayed on the screen. It was reported that the event temporarily resolved when the software flashcard was removed and reinserted, but the site requested a new handheld computer due to the event. Product analysis has been completed on the returned handheld computer and software flashcard by the MFR. The event could not be duplicated, and no anomalies were identified during analysis.